Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal gastrectomy procedure, the device was able to fire but there was an incomplete staple line distally. It was noted that it just stopped and did not move anymore.